Manufacturer narrative:
The returned tracker has galling inside the handle causing fit issues with inserted instruments. Otherwise, with markers attached and fully seated, the tracker displays a good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the instrument (navlock) was damaged. The instrument would not allow tracking details or verification when attached to the instruments would not allow tracking details and verification.